Manufacturer narrative:
Was reported that six 3d registration failures occurred during a surgery. DHR review did not identify any contributory factors to the event. Review of complaint history identified that two other complaints were received within the six past months from the event date for this type of issue on this device. Only one of them have the same root cause. According to technical investigation the technical root cause of the event was determined to be a known design defect. It is the sixth occurrence of the issue on this device.

Event description:
It was reported that the device had six failures during 3d registration. This event occurred during a mis pedicle screw lumbar fusion. This event caused a delay inferior to 30 minutes and no clinical consequences.

Manufacturer narrative:
This report is submitted late because medtech complaint handling team was not aware of this event in time. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444.

Event description:
It was reported that the device had six failures during 3d registration. This event occurred during a mis pedicle screw lumbar fusion. This event caused a delay inferior to 30 minutes and no clinical consequences.